Manufacturer narrative:
Due diligence is executed for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during the therapeutic ovarian laparoscopic procedure the device did not work. The procedure was completed with another similar device from the same lot. The procedure was delayed only by the time taken to swap the devices. There was no adverse impact to the patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. There is also some additional information. This supplemental report is being submitted to provide these. The device was being operated by the physician. The full name of the procedure is ovarian laparoscopic cystectomy. The device did not work from the beginning. The device and not the generator was found to be the cause of the not working issue. As such, the details regarding the generator used during this event were not provided nor was the generator unit returned for evaluation. The device was returned for evaluation for the issue of not working. The user complaint was not confirmed. Visual inspection upon the received condition found jaw closed and lock on. The handle was checked and verified that the release trigger could open or close the jaw smoothly. The cut trigger could fully advance the blade and cut the dental dam without a restriction. The lock and rotation knob are working properly and the shaft is straight. There are minor dried tissues on jaws and shaft consistent with use. The jaw symmetry is balanced, and the mesh is good. The jaw aperture measurement was taken inside the first teeth of the jaw, measured at .307" (standard is .300¿ +/- .100¿) which is acceptable. The insulation of the jaw legs and flare appeared to be normal. The device was then plugged into the test generator esg-400; the generator recognized the forceps displayed a correct default setting. The device did deliver energy at the jaws when the blue coagulation button was activated. It was able to coagulate properly and cut a saline soaked tissue sample without a problem. Based on the evaluation findings, the reported complaint was not confirmed. The device is fully functional, activated, coagulated, and cut as designed. While a definitive root cause could not be determined, the reported failure is likely a result of an internal system error which was cleared upon unplugging and replacing the hand piece. The device history review (DHR) indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.